Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc on or about (B)(6) 2008, to treat her stress urinary incontinence. In (B)(6) 2008, the plaintiff developed urge incontinence, and experienced worsening stress incontinence, chronic lower back pain, dyspareunia, constipation, dysuria, recurrent urinary tract infections, bowel obstruction, and gross hematuria. The plaintiff was treated with vesicare, detrol la, sanctura, enablex, and toviaz. On or about (B)(6) 2008, the plaintiff underwent cyctoscopy where colon polyps were noted. On or about (B)(6) 2010 the plaintiff was hospitalized and treated for severe abdominal pain, urinary tract infection, urgency, frequency, nocturia and constipation. On or about (B)(6) 2010 plaintiff underwent cystoscopy again and was diagnosed with bladder lesions and interstitial cyctitis. Most recently, on or about (B)(6) 2011, the plaintiff was again treated for nocturia and frequency. Plaintiff's treatment is still ongoing and medical issues have not been resolved. The plaintiff suffered and will continue pain, disability, impairment, loss of enjoyment of life, and inability to engage in chosen and necessary activities.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. (B)(4).